Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) identified that the insulation was damaged on the clot sensor thereby exposing part of the wires. The fse replaced the clot sensor, clot detection printed circuit board and the sample probe. Upon completion of the necessary and verified repairs, the instrument was returned back into operation. The failure mode for this event was damaged clot sensor wires.

Event description:
The customer reported that erroneous initial sodium, potassium, chloride, calcium, creatinine, total protein and albumin results were generated from an au400 clinical chemistry analyzer for a single patient. The initial sodium, chloride, creatinine, total protein and albumin results were accompanied by instrument generated flags. The sample was collected in a serum separator tube. A large clot was subsequently found in the specimen. There was no clot sensor error logged in the instrument's event log for the testing of this specimen. A same patient, plasma sample was tested within thirty minutes of the original results and beckman coulter inc. Assessment of customer supplied data indicated that upon repeat, the results were higher, regarded as valid and corrected reports were issued. The repeat sodium, chloride, creatinine, total protein and albumin also possessed instrument generated flags. The initial, erroneous results were reported outside the laboratory, however, there was no death, serious injury or modification to patient treatment associated with this event. Beckman coulter inc. Assessment of instrument/chemistry performance data indicated that quality control results met customer specifications during the timeframe of the event. Specific patient information, additional system performance information and additional sample collection handling information was not provided by the customer.